Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). A visual inspection was performed, no damage was found. The device passes the self-test. A space line was inserted, and the pump identified the line and it could be selected from the menu. It was possible to put the pump in operation. The device history files were read and analyzed. The error "too many drops" could be found in the device history, five times. In addition, the electronic pressure cut-off and the mechanical pressure limitation of the device were tested. All measured values are within our specification. A delivery accuracy measurement was arranged. A nominal feed rate of 100 ml/h was chosen. The assessed mean deviation "a" of the second operating hour was measured and resulted in a value of +0.27%. The infusion started with the drop sensor from the customer. The drop sensor was checked based on the service manual. No malfunction could be detected. The device was disassembled and the inside was investigated. No damage was found. The complaint could not be confirmed. Summing up all tests, the infusomat space operated within our specification. A product deviation could not be detected. Note: this report is being filed for an item number that is not sold in the united states; however, similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in (B)(6)): "over infusion." Customer information: "adjusted infusion speed too fast, indicates "too many drops," drug passed in 5 instead of 24 hours."